Event description:
It was reported that the insulin pump alarmed button error and that the keypad was unresponsive. The blood glucose reading was 150 mg/dl. The customer stated that he was at the beach and had his insulin pump in a plastic bag sealed inside of a cooler. He noted that the device was not wet. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.